Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in china, it was a case of an implant of a 23mm sapien 3 valve in pulmonic position by right transfemoral vein approach. During the procedure, after the valve exited through the esheath, the valve alignment was performed in the right ventricular outflow tract, where the anatomical structure was relatively distorted. This resulted in the valve frame puncturing the balloon. The ruptured balloon and valve were removed from the body, and another valve was re-implanted. The procedure was completed, and the patient's final status was stable. As per information provided, the root cause of the event is related to the anatomical structure being too distorted during valve assembly in vivo.

Manufacturer narrative:
Updated section h6. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. The complaint for balloon leak was unable to be confirmed due to unavailability of device or imagery. No manufacturing nonconformance was identified during evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. The device was used in off-label implantation in the pulmonic position via transvenous approach. As there are no specific IFU or training materials related to pulmonic procedures via transvenous approach, the available training materials were reviewed only for information potentially relevant to the device use. Furthermore, no abnormalities were noted during device unpacking or preparation. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As there was no report of abnormalities or leakage on the delivery system during device preparation and de-airing, it is likely that procedural factors contributed to the reported balloon leakage. Provided information indicates the valve alignment was performed in the right ventricular outflow tract, where the anatomical structure was relatively distorted. This may cause the crimped valve on the delivery system to be non-coaxial with the balloon during valve alignment, which may cause interaction between the valve and the balloon, resulting in the valve frame puncturing the balloon and leading to the reported balloon leak. As such, available information suggests patient factors (complex anatomy) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.